Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in the infusion set and reservoir. The customer stated they have manually primed the infusion set three times, but the issue persisted. Customer had to replace the infusion set as a result. Customer also reported having an issue with the inserter. Customer's blood glucose was 125 mg/dl. The reservoir will not be returned for analysis.